Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her meter is not sending her blood glucose values to her insulin pump. She stated that her blood glucose ranged from 375 mg/dl to 425 mg/dl and that she treated with the pump. During troubleshooting, found that the meter was set to off and the customer was assisted with turning the pump communication to on. The customer tested her blood glucose and it was not being sent to the pump. The meter was not linked. She was assisted with linking the meter to the pump and her blood glucose was not being sent to pump. The meter was set to off again. The customer stated that she will call back tomorrow to complete troubleshooting. The insulin pump will not be returning for analysis.